Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number or lot number was provided.

Event description:
Patient with ameloblastoma of the mandible was implanted with a 2.5mm mandible reconstruction plate in (B)(6) 2011. Status post, patient woke up "feeling funny". X-rays taken noted broken plate and a nonunion. Plate was removed and surgeon revised patient to an unknown construct.